Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having phrenic nerve stimulation while pacing atrial lead. The atrial lead was programmed off and was explanted and replaced on (B)(6) 2020. Patient was stable post procedure.